Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a worn serial number label. The housing around the battery compartment was damaged, battery holder assembly was damaged, front panel was bent on the left side of the manometer, manometer was out of specifications, missing relief pressure and on/off knobs, gas supply indicator was damaged and missing the cover. Functional tests: connected to 60 psi and powered on to perform an audible inspection. Unable to confirm the complaint as the device was cycling, and sounds were as intended. Proper function of the device itself was affected due to the physical damages found. A device history record (DHR) review was not performed due to the age of the device and there was no indication of a manufacturing defect during the investigation. Action: replaced all damaged and missing components and tightened loose screws. Replaced sintered filter, o rings and o ring washer. Replaced defective alarm reed. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the doctor hooked the device up to the patient, "the chest was not rising and it was making an ugly noise. There was patient involved." There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.